Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. Event history log (ehl) showed base hardware failure and battery communication timeout. Unable to duplicate the base hardware failure at power up. The root cause could not be determined; the battery operated as intended. Actions were taken to mitigate the reported issues: replaced interconnect board for preventive measure; performed preventive maintenance and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a base hardware failure alarm. No patient injury was reported.